Manufacturer narrative:
The device does not have a 510 (k), but was once improperly sold in us and is being reported since there still are 2 units installed in patients. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the one recommended for the implant installation. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Event description:
(B)(4)¿ the dentist reported that 4 months after the dental implant was installed in intraoral region 30#, its non-osseointegration was observed.